Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the united states of america alleging an unusual issue with the one touch verio iq meter. It was noted that the patient has to insert and re-insert the strip several times before the meter will turn on, the time is off by 6 hours off or so, and the charge will hold for only a week. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an unusual issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips have been returned to lifescan (lfs) for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 ((B)(4) 2012) device evaluation: the test strips and meter involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 respectively, with the following findings: the meter and test strips have passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.